Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. It was not known if the hospitalization was related to the pump or supplies. The customer's blood glucose level was not provided. Although requested, additional information was not provided regarding the hospitalization.